Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc141200/06406820.

Event description:
In 2008, the patient was surgically treated for an infrarenal aortic aneurysm. Two (2) gore excluder aaa endoprostheses were implanted. The aneurysm was excluded and the patient tolerated the procedure. The following day, the patient complained of post-operative back pain. A CT scan showed a type ii endoleak at the lumbars and a small proximal type I endoleak. On the same day, the patient underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was implanted. The patient's back pain resolved. The type I endoleak was reduced. The type ii endoleak persisted. The physician plans to monitor the patient. The patient tolerated the procedure.